Event description:
The facility reported a colleague cx triple channel infusion pump and baxter tubing (unk product code) which free-flowed during a patient infusion of insulin and resulted in a drop in the blood glucose to a level of 51. The patient reportedly expired two days later. 50% dextrose bolus (dose unk) was required to stabilize the patient's blood sugar level. The physician had ordered all that medications be discontinued for this palliative care patient. The intravenous medications had been discontinued on two channels. The nurse thought that the insulin was not connected to the patient. The nurse removed the tubing from the pump without shutting off the roller clamp. The blue slide clamp reportedly did not close when the nurse removed the tubing from the device, allowing a free-flow of insulin to the patient. The actual tubing was discarded. The patient was admitted in 2007 through the emergency department (ed) as a code blue with a diagnosis of status asthmaticus. The patient reportedly had coded in his home, and the girlfriend had called 911 and initiated cardiopulmonary resuscitation (CPR). The emergency medical (ems) response team intubated the patient. In the emergency department, the patient was placed on a ventilator and had pneumothorax bilaterally. Bilateral chest tubes were placed while the patient was in the ed. The patient was transferred to the ICU. Insulin(concentration and volume unk) was started the next day at 4ml/hr. The patient had a dual lumen peripherally inserted central catheter (PICC). Eight days later, the family made the decision to withdraw life support. At 1100 on the same day, the patient was extubated, the nasogastric (ng) tube was removed and a morphine infusion was initiated (dose, rate, concentration and volume unk). The patient expired two days later at 0920. It is unk if an autopsy was performed. The listed caused of death is not known. The risk manager stated the event was not related to the cause of death.

Manufacturer narrative:
The actual tubing was discarded. Comparison samples will be sent to the failure analysis lab (fal) for evaluation. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This complaint is cross-referenced to MFR. Report #6000001-2007-10531 (colleague complaint) and MFR# 6000001-2007-10544 (an unk baxter tubing).